Event description:
Boston scientific neurovascular became aware that during an event when the subject device was inserted into a gateway balloon catheter, it broke at the distal tip. No complications were reported to have occurred with the pt as a result of this event. The operation was finished successfully.